Event description:
A (B)(6) representative contacted zoll customer support to report that the battery pack was unable to charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not charge. Upon evaluation the battery cell voltages were mis-matched at 3.671v, 3.601v, and 2.513v. The cause for the inability to charge is the mis-matched cells. The root cause for the mis-matched cells cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.